Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein ablation procedure, three veins were successfully ablated, but the fourth vein could not be completed due to a device issue. The lower right pulmonary vein was challenging to cannulate with the wire, leading the user to retract the loop into the catheter with the wire positioned deep inside the vein. Upon reintroducing the loop into the left atrium, it appeared abnormal, prompting removal of the catheter from the sheath, at which point it was evident that part of the catheter tip had detached. The procedure was aborted following this discovery. No patient symptoms, complications, injuries, or adverse outcomes were reported.

Manufacturer narrative:
Product event summary: image files were returned and analyzed. Two images were received and showed a pulsed field ablation catheter spiral array guide wire lumen detached from the tip. In conclusion, the reported detached catheter tip was confirmed in the image files. The physical product analysis is pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. During external visual inspection of the array segment, the guidewire lumen was observed to be detached from the tip. The printed circuit board assembly (pcba) chip was reprogrammed and catheter passed performance testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal shaft of the catheter responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the reported detached loop issue was confirmed during testing. The catheter failed the returned product inspection due to guidewire lumen detachment from the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.